Event description:
The customer reported while fluoring the image on monitors gets brighter and darker.

Manufacturer narrative:
The ge service rep checked the voltages, reseated image processor and display pcb. He used the esd mat and antistatic precaution. The rep ordered parts and will return. He replaced parts on system and found some water near ii and camera. The ge rep cleaned the connectors on camera and reseated connectors. The verified system is operating by fluoring in low and high technique.